Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected with information that was inadvertently omitted form the initial report. Based on the results of the investigation, the definitive root cause of the ceramic break could not be determined. The issue may have been caused by wear and tear or the application of excessive force by the user. Damage to the insulation insert may have been induced thermally or mechanically. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995.

Event description:
It was reported to olympus that an inner sheath had a broken ceramic tip. The reported problem was found during reprocessing. No procedure involved. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted to capture the reportable malfunction.